Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 45 green reload associated with this event was received. The reported event was confirmed as the reload was returned partially fired. The cause of a partial fire can be instrument damage, tissue condition, and foreign objects in the stapler jaws while firing. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. No damage to the blade was observed. The sureform 45 stapler instrument used during this event was received. A partial fire and clamping failures were observed in the logs, but these were not replicated with the instrument. The stapler instrument passed all tests without issue.

Manufacturer narrative:
H3 other: the sureform 45 stapler reload involved in the reported event was not received for evaluation; however, the incidental, concomitant master tool manipulator (mtmr -right) and universal surgical manipulator 4 (usm4) were received for failure analysis testing. The initial medwatch report mentioned an incidental error noted in the logs for the mtmr by technical services. During evaluation of the returned device, the error code for the mtm was confirmed to be observed in the logs, but the errors could not be replicated during functional testing - the mtmr passed all testing procedures. The engagement issue that was mentioned in the initial medwatch report was observed and replicated on usm4 during testing. Engagements issues can often be addressed by reinstalling the instrument on the usm (arm). Engagement failures act as safety checks by ensuring that an installed instrument engages with the system correctly prior to use. If an instrument fails to engage, it is not usable. Engagement failures will cause no perceptible harm to the patient or user other than minor increases in overall operative or procedure time or user dissatisfaction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 45 stapler involved with this event has not been received for failure analysis evaluation. Review of the advanced stapler log showed ln t12221103-0021 was installed on the system twice and fired 1 green reload. On the first install, the user made 8 incomplete clamp attempts, ranging from ~55% to ~58% completion. No firing was attempted. On install 2, the user was prompted to manually select the reload color, due to not firing on the previous install. The green reload color was selected. The first two clamp attempts were incomplete, stopping at ~71% and ~69%, respectively. The third clamp was successful, but was followed by a firing failure. The firing stopped at ~91% completion, after a duration of ~57 seconds. The instrument was then removed, and not used in the procedure again. Next, logs show ln t12221103-0020 was installed on the system four times and fired 3 reloads (1 green, followed by 2 blue). On install 1, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On the 2nd install, there were qty 2, 282 error codes in the system logs, indicating that the tool sensors were not detected. Simultaneously, the stapler failed to engage with the system. System logs show error code 22020, with parameters indicating that the roll axis hardstop check failed. On installs 3 and 4, the first clamp was successful, and the firings were each completed. There were no additional stapler related errors in the system logs. Review of the system log was performed and revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. However, although no related system errors were found, error code 22020 points to an engagement issue with the sureform 45 stapler. *error code: 22020 - installed sureform 45 straight-tip failed to engage on usm4 (roll axis hardstop check failed. **try reseating drape, look for instrument roll friction (cannula seal or drape pouch)). Review of the advanced system log review found¿

Event description:
It was reported that during a da vinci-assisted right hemicolectomy (rectopexy) procedure, the sureform 45 stapler encountered usage issues that resulted in an incomplete staple line. The issue occurred when the sureform 45 stapler was first installed with a blue reload. The system repeatedly generated the error message "tissue too thick". The surgeon then switched to a green reload. While installing the green reload, the "pre-clamp action" was good, and the system indicated it was ready to fire. However, upon firing, the reload stopped after 1/3 of the fire. The error message "stapler firing failed, unclamp with blue pedal then remove stapler and discard reload. Warning: blade may be exposed" was observed. It was difficult to remove the sureform 45 stapler. The green reload could not be removed from the stapler. After removing unfired staples, a back-up sureform 45 stapler installed with a new reload was used to complete the rest of the previous staple line. Pre-clamping with the new sureform 45 stapler gave no error messages. The procedure was completed robotically. The technical service engineer (tse) checked the logs and observed error 22020, pointing to engagement issues on usm4. The tse also checked the usm engagement tool, which indicated the usm4 needed to be checked. There were no initial reports of patient injury or malfunction of a da vinci system, instrument, or accessory. Unfortunately, the patient developed fecal peritonitis and sepsis overnight and had to return for a re-operation the following day. The staple line that had a fire failure was observed to have fallen open on the right side. The anastomosis was broken down. The procedure was initially robotic when stapler issues were encountered again with the sureform 60 stapler. The technical service engineer (tse) checked the live logs but did not observe any errors related to the usms. The logs revealed an error pointing to the mtmr (master tool manipulator - right) on ssc (surgeon side console) 2. The mtmr was then disabled by the surgeon, who then made the clinical decision to convert to laparoscopy. The fecal peritonitis and subsequent sepsis resulted in the patient being admitted into ICU, where he is currently critically ill. The surgeon believes a da vinci instrument caused or contributed to the leak. System functionality was checked upon powering on the system and initially powered on without errors.